Event description:
It was reported that a tsb35 was used during a cholecystectomy. It was reported by the affiliate that the instrument staples did not fire. The surgeon had to suture, which extended the procedure by 5-10 minutes.